Event description:
The customer reported that the c-arm on the 9800 system started beeping and fluoroing uncommanded during a procedure. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power extension cord plug was repaired. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.